Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. The event can be detectable and preventable by handling of device in accordance with the instructions for use. Instructions olympus gif/cf/pcf-260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the subject device exhibited cleaning without water-resistant cap. There were no reports of patient involvement.